Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a low power alert. The customer connected the pump to an external battery charger however the pump battery was not charging. During troubleshooting with tandem technical support the customer was instructed to charge the pump using a wall outlet. The pump was able to be turned on after being connected to a wall outlet. No further low power alerts or alarms were noted in the pump history. There was no impact to the customer's blood glucose level.